Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was not duplicated. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests.

Manufacturer narrative:
Other text: phone number provided: (B)(6).

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump alarmed "no cassette" 12h after cassette was connected to pump. Cassette was connected to a second pump but the same issue occurred. The nurse had to prepare another cassette and connected it to the second pump and issue was resolved. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.